Event description:
Patient revised to address pain and malalignment. Found loosening of femur and tibial tray malaligned.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Product information required to review the device history records was not provided. The investigation was limited to the info provided. The investigation could not verify or draw any conclusions about the reported pain and mal-alignment based on the provided info. Based on the investigation findings, the need for corrective action is not indicated. Should additional info be rec'd, the investigation will be reopened. Depuy considers the investigation closed.